Event description:
It was reported that the control module is making a loud noise once powered on. There were no pt consequences reported. No procedure involvement occurred.

Manufacturer narrative:
Uniboard. Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint. Worn pump isolation mounts, and loose pump mounting hardware caused it. To correct the customer complaint the analysis site replaced four pump isolation mounts, four pump mount screws, four fender washers, and four flat washers. The site replaced the bezel due to it was cracked, and the uniboard was replaced due to the unit displayed l4-003 error codes. As part of the standard service process replaced the muffler, applied loctite to the foot/hand switch connector, and applied dow corning lubricant to the dc motors, and replaced the holster: if board to bezel. Per the service manual, performed the dc motor adapter upgrade, and shortened the length of the tubing assembly. The unit has not been returned for service prior to this event, therefore, no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.